Event description:
Following a percutaneous coronary intervention for a left anterior descending artery (lad) for a drug-eluting stent placement, a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a puncture in the common femoral artery with no calcification. The lumen diameter of the punctured area was 6mm. It was reported that when the physician tried to pull the sheath/device assembly out of the artery, a suture lock-up occurred, and the assembly would not come out. The tip of the sheath was still beneath the surface of the skin and could not be pulled back any further. The sheath tubing was cut. The sheath tube, carrier tube, and tamper tube were removed. The physician kept upward tension on the suture and a skin incision was made at the puncture site. The vessel where the angio-seal was implanted, was exposed. The angio-seal deployment was completed under fluoroscopic guidance. The collagen and suture knot were tamped with forceps. The incision site was stitched. During the procedure, continuous oozing was observed. After the suture was placed, manual compression was held for 15 mins due to a 2cm hematoma confirmed at the puncture site. The pt's hemoglobin count dropped, but no blood transfusion was required. The recovery was non-eventful and the pt was discharged 2 days after the procedure.

Manufacturer narrative:
The complaint device has been received for analysis but not yet completed. Upon completion of analysis, a supplemental medwatch will be filed.